Event description:
Bd insulin pen needles that have increasingly failed to allow me to push the insulin from my novolog insulin pen. While over the years there is one or two of these needles that fails and is unusable. But over the last 6-12 months more and more of these pen needles have failed. I'm traveling and just had three pen needles fail. I may crunch out before I get home. I am guessing over the last 6 months I am averaging 10-30 faulty needles out of a box of 100. Patient code: 4582. Device code:2423. Reference reports: mw5171676, mw5171677.